Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during the load process. Customer did not know if blood glucose level had been impacted as customer had not tested. It was indicated that the customer was able to load a cartridge successfully.